Event description:
The event is reported as: alleged issue: during incoming inspection of device, the doctor said on a video he provided that when the applier closes the clip, the ends don't meet properly. No pt consequences reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.